Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. Lead was replaced with a new boston scientific lead. No indication of product return. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental was created to add the following information: h. Device manufacturers only 6. Adverse event problem in medical device problem code

Event description:
It was reported that this right atrial (ra) lead was explanted due to chronic high capturing thresholds. Lead was replaced with a new boston scientific lead. No indication of product return. No additional adverse patient effects were reported.